Event description:
It was reported via repair work order that the brakes would not engage due to brake plate and base and caster assembly malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.